Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant the staples were fired, but not all were closed properly e.g. Were the staples in the tissue and not formed? Or were the staples unformed in the surgical filed? It means that the staple line was not formed uniformly ie, some staples were closed but others didn¿t made the three holes / perforations in the tissue and didn¿t close in form of "b." Also, please clarify the statement, "no full product firing." Please see the report above. Please clarify what is meant by "but others didn¿t made the three holes / perforations in the tissue and didn¿t close in form of "b." The formation of the staple line was not correct. That is, the staple didn¿t close correctly in the tissue. Disabling the security in the suture. It was reported that there was not full product firing. Does this mean that the staple and cut lines stopped at approximately the same place? It was not reported by the distributor. Or, was the cut line was complete, but the staple line was incomplete? The cut line was completed, but there was no formation of the staple line.

Event description:
It was reported by the affiliate that during a colectomy procedure, after the device was closed, the surgeon waited fifteen seconds but there was no full product firing. Some staples were fired but not all were closed properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Batch # m54m2v. The analysis results found that the tcr75 reload was received with the 4 most proximal drivers up and the swing tab detached, making the reload nonfunctional. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.